Manufacturer narrative:
Additional product component: model number/catalog number: 72404127 and 72400024; serial number: null and null; batch/lot number: 1000169962 and 1000207363; model/catalog description: control pump fgs iz and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff was explanted and a new 4.5cm aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.